Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced a larger-than-consumed meal, after which blood glucose decreased to 61 mg/dl and later improved to 80 mg/dl following oral carbohydrate (sprite); no device alerts or alarms were reported and education on estimating meal size was provided and understood. Symptoms included shaking/tremors, and irritability associated with hypoglycemia reported. Outcomes included transient low blood glucose with unexpected intervention in the form of carbohydrate intake without hospitalization. Investigation included complaint intake and user troubleshooting with education. Investigation of this case revealed user-related meal announcement error contributing to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal size estimation.